Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited poor sensing, variable pacing impedance and loss of capture due to high thresholds. As a result. The device was retrieved and the implant aborted. Post-procedure, via ultrasound imaging a small pericardial effusion was observed. No additional intervention was reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received yet.